Manufacturer narrative:
(B)(4). Additional information: batch # m91e69. Result: jaws and empty. Conclusion: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was not working. Another like device was used to complete the procedure. There were no adverse consequences for the patient.